Event description:
The physician used a wilson-cook road runner wire guide during a ercp/sphincterotomy. The tip of the wire guide detached and was retrieved from the patient. The wire guide was left in place during a sphincterotomy. A 3cm portion detached. The user attempted to retrieve the detached portion with a basket, unsuccessfully. Cold biopsy forceps were then successfully used to retrieve the detached portion. The patient did not have an injury due to this occurrence. Post procedure the patient's condition was reported to be good.